Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guidewire "tied itself in a knot" upon entering patients body, then got stuck in the patient's arm about 1 cm in depth. (B)(6) 2019 - the rn involved in this event reported the following: "with the direction of the physician I called after the wire was stuck I slid the introducer over the wire and kind of wiggled it out just under the surface of the skin. [The patient] ended up with a very small opening in her skin not much bigger than the original puncture site, thankfully.[the patient] alerted me after the wire was stuck that she had a birth control implant in her upper arm at one time, however it according to her it had been removed at the time of the PICC."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire is confirmed and appears to be related to the use of the device. One 4.5 fr microintroducer and a guidewire were returned for investigation. The guidewire was returned passing through the microintroducer. A knot in the guidewire was present at the distal end. Microscopic observation of guidewire revealed it to be intact. The distal end of the dilator was deformed and appeared to have been caused by forceful retraction of the guidewire knot. The knot in the guidewire was likely caused due to repeated advancement and retraction of the guidewire against resistance. The product IFU states, "caution: do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding. F. Gently withdraw and remove the safety introducer needle or catheter, while holding the guidewire in position. Caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) of redp1361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guidewire "tied itself in a knot" upon entering patients body, then got stuck in the patient's arm about 1 cm in depth. (B)(6) 2019 - the rn involved in this event reported the following: "with the direction of the physician I called after the wire was stuck I slid the introducer over the wire and kind of wiggled it out just under the surface of the skin. [The patient] ended up with a very small opening in her skin not much bigger than the original puncture site, thankfully...[the patient] alerted me after the wire was stuck that she had had a birth control implant in her upper arm at one time, however it according to her it had been removed at the time of the PICC."